Event description:
Complainant alleged that the medics were responding to a call for a patient (age and gender unknown) in need of assistance. The medic arrived on scene three to four minutes of receiving the call. The medics determined that the patient was presenting a ventricular fibrillation heart rhythm. The medics made five attempts to shock the patient using the device paddles, but the device failed to deliver the energy. The patient subsequently expired. Numerous attempts were made to obtain additional event and patient information from the complainant. All attempts were unsuccessful.